Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for ion selective electrode- sodium (na), ion selective electrode-potassium (k), and ion selective electrode-chloride (cl) on approximately 15 samples. The customer provided data for (B)(4) samples, and of those, (B)(4) were erroneous. All results are in mmol/l. Patient (B)(6) had an original na result of 134. The sample was repeated and generated a result of 140. Patient (B)(6) had an original na result of 130, accompanied by a data flag. The sample was repeated and generated a result of 137. Patient (B)(6) had an original na result of 131, accompanied by a data flag. The sample was repeated and generated a result of 138. Patient (B)(6) had an original na result of 134. The sample was repeated and generated a result of 141. Patient (B)(6) had an original na result of 132, accompanied by a data flag. The sample was repeated and generated a result of 138. Patient (B)(6) had an original na result of 134. The sample was repeated and generated a result of 141. Patient (B)(6) had an original na result of 133. The sample was repeated and generated a result of 140. Patient (B)(6) had an original na result of 131, accompanied by a data flag. The sample was repeated and generated a result of 138. Patient (B)(6) had an original na result of 132, accompanied by a data flag. The sample was repeated and generated a result of 138. The customer stated that three patients had erroneous results released outside of the laboratory, but could not provide the specific results. The customer deemed the repeat results to be the correct results, and issued corrected reports. There was no adverse event. The lot number of the na electrode in use was not provided. The field service representative found a missing seal in the ion selective electrode sample probe. He replaced the missing seal. Calibration and qc were performed and passed. Precision testing was performed and recovered within in specification.